Event description:
Unable to clear ua16 (timeout moving to take-up position).

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.